Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was determined that this was due to low temperatures. It was recommended to keep the device at normal temperatures for 3 days and re-interrogate then. The device was re-interrogated and normal battery was displayed. This device has not been cleared it for implant.

Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable. The code exhibited by the device was confirmed to be due to low temperatures by engineering. The device has been cleared for implant and is operating normally.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was determined that this was due to low temperatures. It was recommended to keep the device at normal temperatures for 3 days and re-interrogate then. The device was re-interrogated and normal battery was displayed. Additional information confirms review of the data. This noted no device faults or resets. The data shows that the device was exposed to cold temperatures resulting in a lower battery voltage. The voltage has since recovered and is at normal levels. The device is operating normally and would have been cleared for implant. No patient involvement.